Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was 123mg/dl at the time of the incident. The customer was advised to disconnect at the quick release and was assisted with fixed prime, which they resulted with the insulin not exiting. The customer was advised to remove reservoir and run a manual prime. The customer stated that insulin did not exit the tubing with a plunger push. The customer was advised that the alarm was caused by the infusion set and reservoir connection and to replace the set. The infusion set and reservoir will be returned for analysis.